Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of sclerosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: malfunctions and adverse events. The following malfunctions and adverse events have been reported. Potential adverse events are included but not limited. Adverse events: other adverse events. Nodule, beading, granuloma, allergic reaction/hypersensitivity, herpes, loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, hematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities, blood vessel bulging, droop of corner of the mouth and cheek, salivation, hearing loss, etc.).

Event description:
Patient reported having been injected with unspecified juvéderm vista in the nasolabial fold. Three years later, the patient claimed they had felt sclerosis in the nasolabial folds since the injection. Patient is hesitant to tell people around them about their facial aesthetic treatment. Patient noted that they "imaging that there are many people who are in the same situation that they cannot speak about their facial aesthetics." Patient would like to have the number of women "who feel sadness" to decrease. No treatment was provided. Symptoms are ongoing.